Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 3 weeks of implant, the patient reported having a fever and chills. A chest ultrasound showed fluid collection along the implantable cardioverter defibrillator (ICD). The organism was suspected to be methicillin-sensitive staphylococcus aureus. The ICD system was removed due to sepsis. No further patient complications have been reported as a result of this event.